Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection 2 gram (frequency, route and duration not reported), meropenem 500 (unit not reported) in each bag (frequency and duration not reported) and tobramycin 20 mg (frequency, route and duration not reported) for peritonitis. At the time of this report the patient outcome of this peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient started third dose of vancomycin (route, dosage, frequency, and duration not reported) as treatment for the peritonitis event. On an unreported date, the patient was recovered from the peritonitis event (previously, the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.